Event description:
New information received notes that a patient notifier was delivered for high, hv lead impedance and loss of rv capture. The patient also reported increased diaphoresis on exertion, and overall fatigue. Fluoroscopy revealed externalized conductors. Lead was capped and replaced.

Event description:
It was reported that pt presented in clinic with high out of range rv lead impedance. Physician discussed possibly doing fluoroscopy. The lead remains implanted and the pt will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(4).

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.